Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. The clinician subsequently administered the shock to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured in a configuration that is only distributed internationally and was manufactured prior to an UDI regulation. The device was not returned to zoll medical corporation, instead the clinical file was received. Review of the clinical file from the reported event concluded that the device worked as designed and within the limitations of the technology. Review of the clinical file identified conditions that qualify as a shockable event, the AED was programmed to advise shock for ventricular tachycardia having rates of 120 beats per minute (bpm) or greater. All the heart rates during the analyses performed had rates greater than the programmed rate of 120 bpm. The AED advised shock for vt for each of these analyses. This investigation has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.